Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
It was reported to philips that the device had a battery failure. The device was in clinical use at the time of the event. There was no report of patient or user harm. The issue was discovered during setup for use on a patient. Patient care was not delayed. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the battery needed to be replaced to return the device to working condition. The fse replaced the battery to resolve the reported issue. The device passed performance verification testing.